Manufacturer narrative:
Pump was confirmed functional and the report was inadvertently submitted.

Event description:
A cracked or shattered touchscreen was reported on a customer's pump, with the screen damaged beneath the protector but still allowing interaction. There was no reported impact to the customer¿s blood glucose level. Customer service agreed to replace the pump, confirmed the shipping address, and instructed the return of the faulty pump using a pre-paid label. The replacement pump was sent, and storage mode instructions for transport were provided. The customer did not share information about backup insulin therapy.